Event description:
During a percutaneous transluminal angioplasty to the iliac artery via ipsilateral approach, the balloon ruptured. Vessel characteristics were noted as moderate tortuousity and 90% stenosis. It was not known if calcification was present. A guidewire was inserted across the lesion via a sheath introducer and the balloon catheter was inserted to the target site without difficulty. The balloon was inflated using an indeflator; however, the balloon ruptured below rated burst pressure at 12 atmospheres. The balloon catheter was able to be withdrawn without incident. There were no adverse effects to the patient. Further information indicated that the device was prepared and clinically used as per the product instructions for use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.